Event description:
Customer reported a physicist's discrepancy, the field size is too large. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and calibrated the collimator. System operates as intended.